Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she did her first infusion set change and her cannula was not in her. She called a nurse and she put in a new set for her. Customer did not want to troubleshoot for the high/low blood glucose or the no delivery alarm. Customer's blood glucose was 421 mg/dl at the time of the incident. Customer stated that she took a bolus with the pump. Customer will receive replacement infusion sets and reservoirs.